Manufacturer narrative:
(B)(4). Batch # m91651. The analysis results of the er320 device found that it was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed eleven scissored clips due to the misaligned condition of the jaws. In addition, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred; however, no conclusion could be reached as to what may have caused this condition. Possible causes for the condition found of the jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how did clips not deploy properly? They were formed crossed. Did device not feed clips? No. Did device feed clips sideways? No. Did device not fire clips (jammed)? No. Did device fire malformed clips in addition to the scissored clips? Both. Did device drop or eject clips? Yes, also.

Event description:
It was reported that during a laparoscopic colon procedure, the clips are not coming properly out of the instrument and are closing crossed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.